Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a fault code and a message indicating a possible device malfunction had occurred.